Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that there were missing segments in the lower display of the external pulse generator. It was further noted that there were lines running through the bottom portion of the display, which made the pacer mode unable to be read. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that while doing routine inspection of the external pulse generator, missing segments in the lower display were found. It was further noted that there were lines running through the bottom portion of the display, which made the pacer mode unable to be read. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of display segments missing. The lcd (liquid crystal display) was out of specification. The main printed circuit board, battery release, lead flex cover, upper/lower cases, and keyboard pad were also found to be contaminated. Two side bail covers and the upper/lower cases were broken, one case screw was the incorrect type, battery contacts were compressed, and the ring was bent. (B)(4).